Manufacturer narrative:
Isi received the small grasping retractor associated with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contained the crimp was still installed in the clevis. The root cause of this failure was attributed to a component failure. A review of the instrument log for the small grasping retractor instrument (part number: 470318-10, lot number: n10190602-0066) associated with this event was performed. Per the log, the instrument was last used on (B)(4) 2021 on system (B)(4) for 00:28:24. The instrument had 2 uses remaining. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although no patient harm, adverse outcome, or injury was reported, a broken pitch cable at the distal end was found during failure analysis and suggests that if the malfunction was to recur it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci assisted abdominoperineal resection procedure, the customer identified a broken cable on the small grasping retractor. There was no report of fragment(s) falling into the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) completed follow-up with the customer. The customer was not able to provide patient information. There were no additional details available.